Manufacturer narrative:
The investigation is ongoing, therefore, this report is based solely on the information provided by the reporter. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
It was reported a nurse was injured on (B)(6) 2014 by a combative patient who broke free from a posey restraint. It was stated the restraint had been in use with the patient for 4 hrs when the strap broke.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
The device was not returned. This event is reported solely on the information provided by the customer. Pictures of the product were reviewed by a subject matter expert, and based on the components used to construct the product, it was determined the device was manufactured over ten years ago. It is possible that normal wear and tear contributed to the product failure. A historical review of the complaint database for similar issues showed one other complaint. However, the product was not returned and cause for the reported failure could not be determined. No patient or caregiver injury was associated with that complaint. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, before each use, check cuffs and straps for cracks, tears, and/o excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).